Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been rec'd for investigation. A f/u report will be submitted with evaluation results should the product be rec'd.

Event description:
Customer reported a bulged silicone segment occurred during a patient infusion in the labor and delivery unit. There was no patient harm or medical intervention required. No further patient/event info was provided.